Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against [1] of [2] [leads]; however, it is unknown which [leads(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: n/a, serial: (B)(6), batch: n/a.

Event description:
It was reported that the patient was experiencing pain after implant. Surgical intervention took place where the leads and anchors were explanted to address the issue. The battery is still implanted. Investigation was unable to determine which of the leads attributed to the event. The allegation is against [1] of [2] [leads]; however, it is unknown which [leads(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: n/a, serial: (B)(6), batch: n/a.